Event description:
Procedure type: lap gastric bypass. According to the reporter: post operatively (same day) the patient's hemoglobin dropped. The surgeon examined the anastamosis with an endoscope and saw the patient was bleeding intra-lumenally at the anastomotic site. The patient had blood transfusions and is currently doing well. The surgeon indicated that he was not sure if the patient was bleeding as a result of the stapler or as a result of a problem with the heparin or lovenox that was administered.